Event description:
Essure problems. I have been dealing with this for a while and the doctor cannot find out what the problem is so I tried researching it and I have seen there is a lot of people having the same symptoms and problems with the essure. I had found out I had blood clots a month or so after having the essure surgically inserted and was on coumadin for 6 mos and still now until this day (B)(6) 2012. I am having difficulty with essure which I think my body is sensitive to the nickel of the essure. I was not aware of when I got it done. Did not get tested for any allergy for nickel and now I have to suffer from the aches and pain, dizzy, headaches, hot flashes, difficulty with intercourse, and periods.